Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed. The product was not returned, and its location is unknown. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that the slap hammer for the biomet femoral component was screwed in and attempts were made to remove the stem, the screw-in device broke. The event occurred during intraoperative instrument fractures which is stated in stage 1 revision operative notes. There was an hour and a half delay. No further information is available at this time.